Manufacturer narrative:
The root cause was found to be water contamination which enters through the facility gas stream. Not function due to corrosion secondary customer water contamination.

Event description:
The service report shows that customer reported unit failed during est. The nellcor puritan bennett customer support engineer (npb cse) verified the reported malfunction the npb cse replaced parts including the auto zero solenoid 8. The unit passed extended self testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.